Manufacturer narrative:
H3: the pipeline vantage with shield and the phenom 27 catheter were returned for analysis. The pushwire was returned within phenom catheter. The pipeline vantage with shield pushwire extending out from the hub. In addition, distal part of pushwire was deployed from catheter distal tip. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No defects were found with the tip coil, distal marker, re-sheathing marker, arms or with the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of the pipeline vantage with shield were found fully opened and moderately frayed. No flash or voids molded were observed in the hub. The catheter body was found to be flattened from ~5.8cm to the distal tip/marker band. The distal tip was found to be flattened. No other anomalies were observed. For further examination, the pipeline vantage with shield was pushed out from the catheter without any issues. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub, lumen and tip no issues; however, the resistance observed at the damaged locations. Based on the analysis findings, the pipeline vantage shield was not confirmed to have failure to open as the device was resheated. In addition, the distal and proximal ends of the pipeline vantage with shield were found fully opened and moderately frayed. However, based on the analysis findings, the pipeline vantage shield and phenom 27 catheter were confirmed to have resistance. The pipeline vantage shield and the phenom catheter were found to be damaged. From the damages seen on the catheter body (flattening), pipeline vantage shield braid (fraying); it is likely high force used during the delivery. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline vantage shield through the phenom 27 catheter against resistance. It is likely that patient tortuous anatomy during delivery may have contributed to the reported issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the middle and proximal end did not open. The resistance was when attempting to resheath and they decided to recapture with the dac and remove the device. The device wire is stuck in the catheter. The device was extremely tortuous and was a tight bend that started the ribboning.

Manufacturer narrative:
A separate report will be submitted for the unknown pipeline 5.00 x 16. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information regarding a pipeline vantage that had foreshortening resulting in insufficient coverage and another pipeline that failed to opened as desired and had resistance during resheathing with the phenom 27 microcatheter. The patient was undergoing a procedure for flow diversion treatment of an unruptured fusiform left internal carotid artery (ica) aneurysm via femoral access. The aneurysm max diameter was unknown; the neck diameter was 8mm. The distal landing zone was 3.9mm and the proximal landing zone was 4.6mm. Vessel tortuosity was severe. Dual antiplatelet treatment (dapt) was administered. It was reported that the devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed continuously with heparinized saline. The pipeline 5.00 x 16 stent was already deployed but due to the width of the disease patient vessel at the neck of the aneurysm, the deployed pipeline foreshortened significantly resulting in insufficient distal landing zone. It was decided to cross through the implanted device and attempt to deploy a pipeline 6 x 20 telescoping through the previously deployed stent to achieve a greater distal landing zone without covering the posterior communicating (pcom) artery that was distal to the aneurysm. When using the pipeline 6 x 20, it was very still moving over the catheter due to that extreme tortuosity. The first half of the pipeline deployed well but the second half the deployment was around a vessel bend which was causing ribboning of the device. The manufacturer field representative was present at the case and discussed maneuvers that could be used to open the ribboned section of the pipeline. The physicians were hesitant to try the maneuvers due to the pipeline being inside the previously deployed stent so it was decided to recapture the 6 x 20 pipeline. When the surgeon attempted resheathing, the phenom microcatheter could not be advanced forward to recapture the pipeline so the guide catheter was used to recaptured and remove the pipeline and phenom microcatheter together. Outside the patient's body, the pipeline pushwire could not be removed from the phenom catheter and it was noted that the distal end of the pushwire and distal end of the catheter were both damaged. Both devices were replaced to complete the procedure successfully. There was no harm or injury to the patient. Post-procedure angiography showed the desired results were achieved with the replacement stent.